Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in (B)(4). The reported product is an unknown baxter healthcare transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced bacterial peritonitis. The peritonitis was manifested by abdominal pain. It was reported the patient went to the emergency room of the hospital, but it was not verified if the patient was hospitalized. The cause of the event was reported to be due to the transfer set becoming disconnected while the patient was at home. On unreported date(s), the patient was treated with vancomycin (1.5 grams, every three days for three weeks. Intraperitoneally) and gentamicin (70 milligrams, daily for one week, intraperitoneally) for the peritonitis. The transfer set was reconnected using aseptic technique and on an unknown date the transfer set was changed in the dialysis clinic environment. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.